Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator (mtm) was placed on an in-house system. When the system was turned on, an error 23062 (eevt_dafd3_mvt_err) appeared on the screen replicating the field error. A fitness test and 1-hour sine cycle was performed and an error occurred during backdrive - plat error: backdrive - plat. Errors rel 32099 system_err_local_frl_hb_drv_fault (mcer) and rel 23062 eevt_dafd3_mvt_err (mcer) occurred pointing towards issue with mtm_roll. They replicated the error from the system test and field. They attempted to run 1-hour sine cycle, but also failed with the 23062 error code. The error is an indication of roll motor and slipring being the most likely root cause of the failed unit. However, an aba swap with a gold in-house slip ring was conducted and did not solve the issue when re-tested. As a precaution, gimbal and slip ring will be replaced entirely. The complaint was confirmed based on failure analysis. The probable root cause was attributed to a roll motor and slipring component issue with the mtm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the error 23062 pointing to the left master tool manipulator (mtm). The fse replaced the mtm. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, staff encountered repeated left hand control errors. The reporter verified that there were no obstructions at the master tool manipulator (mtm), power cycled the system and performed a hard power cycle on the console with no change. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: power cycling the system did not resolve the reported issue. The procedure was converted to laparoscopic surgery with no patient harm. The surgical team utilized the same ports that had been placed for the intended robotic approach.